Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a follow up about four months post-implant. Device interrogation showed an increase in pacing threshold measurements on the right ventricular (rv) channel which led to an increase in the programmed pacing output to 5.0v. The remaining longevity was noted to be 1.5 years. Additionally, there were ventricular tachycardia (vt) episodes stored showing noise artifacts and the rv lead configuration had switched to the unipolar configuration. The patient was planned to be seen again in three months. Device data was submitted to technical services for review. Analysis of the data found several concerns. There was an abnormal increase in power consumption post-implant that requires device replacement as soon as possible. The rv lead pacing impedance measurements were variable, with some values low, out-of-range at less than 200 ohms and some high, out-of-range at greater than 3,000 ohms. The noisy signals appeared to start after the lead switched to unipolar and was most likely myopotential noise that is more common with unipolar sensing. Technical services also discussed that the situation of very high power consumption/high current flow with the impedance measurements observed can also create corrosion and cause damage to the rv lead, which must be carefully investigated during the device replacement procedure. Physical analysis of the explanted device is required to determine the root cause. At this time, the device and rv lead remain implanted and in service, with no adverse patient effects reported. Additional information was received. About 10 days later, the pacemaker and the rv lead were explanted and replaced. During the procedure, the rv lead was tested on the pacing system analyzer (psa) and while the impedance measurements appeared normal, the pacing thresholds were observed to be high at greater than 2.3v. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a follow up about four months post-implant. Device interrogation showed an increase in pacing threshold measurements on the right ventricular (rv) channel which led to an increase in the programmed pacing output to 5.0v. The remaining longevity was noted to be 1.5 years. Additionally, there were ventricular tachycardia (vt) episodes stored showing noise artifacts and the rv lead configuration had switched to the unipolar configuration. The patient was planned to be seen again in three months. Device data was submitted to technical services for review. Analysis of the data found several concerns. There was an abnormal increase in power consumption post-implant that requires device replacement as soon as possible. The rv lead pacing impedance measurements were variable, with some values low, out-of-range at less than 200 ohms and some high, out-of-range at greater than 3,000 ohms. The noisy signals appeared to start after the lead switched to unipolar and was most likely myopotential noise that is more common with unipolar sensing. Technical services also discussed that the situation of very high power consumption/high current flow with the impedance measurements observed can also create corrosion and cause damage to the rv lead, which must be carefully investigated during the device replacement procedure. Physical analysis of the explanted device is required to determine the root cause. At this time, the device and rv lead remain implanted and in service, with no adverse patient effects reported. Additional information was received. About 10 days later, the pacemaker and the rv lead were explanted and replaced. During the procedure, the rv lead was tested on the pacing system analyzer (psa) and while the impedance measurements appeared normal, the pacing thresholds were observed to be high at greater than 2.3v . No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the returned lead was thoroughly inspected and analyzed. Resistance testing identified a break in the conductor coil inside this lead. An x-ray of the lead confirmed the helix was loose from the coupler and it was confirmed to be due to corrosion. Evidence indicates that the anomaly with the accolade's custom integrated circuit (ic) component resulted in a constant current being delivered from the device to this lead. This constant current caused this lead's conductor coil to become corroded and eventually break.